Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2019 and the insulin pump over deliver the insulin. It was reported that the customer was admitted with a low blood glucose levels of below 1 mmol/l at the time of incident. It was reported that the customer had current blood glucose levels of 4.1 mmol/l. It was reported that the customer was treated with glucagon and juice for low blood glucose levels. It was reported that the customer was experiencing low blood glucose from the (B)(6) 2019. It was reported that the customer does not use auto mode. It was reported that the customer alleged that the insulin pump was over delivering the insulin at the time of incident. Troubleshooting was performed. The customer was advised to disconnect the insulin. It was reported that the programming on the insulin pump was accurate. It was reported that the reservoir was not pressed and adjusted while connected. Product was not expected to return for analysis.